Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The root cause is from a defective dso sensor. The dso sensor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device is alarming, "cassette not attached properly¿. There was no patient involvement and no patient harm/adverse event reported.